Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg/ml at a dose of ¿1.624.¿ the indication for use was non-malignant pain. During a catheter replacement/revision, build up was noted on the neck (of the pump) leading out to the catheter port. The pump was explanted. The explant of the pump was not planned until the hcp was in the catheter surgery. The cause of the build-up was unknown. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. The catheter was returned, and analysis found the catheter body broken with a compressed area. Result code (B)(4) no longer applies; result codes (B)(4) apply to the pump; results codes (B)(4) apply to the catheter. Conclusion code (B)(4) no longer applies; conclusion code (B)(4) applies to the pump; conclusion code (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg/ml at a dose of "1.624."&#63508;the indication for use was non-malignant pain. A dye study was done on (B)(6) 2016 due to residual volume in the pump during a refill on an unknown date. The amount was unknown. The patient had dye study done on (B)(6) 2016 that was inconclusive. They could not visualize the dye. The hcp wanted to replace the catheter because results were inconclusive. A catheter revision was planned for (B)(6) 2016. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient's status was "alive - no injury."&#62282;

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a device manufacturer representative (rep). The patient developed non-infectious cellulitis due to the presence of a large seroma in the pump pocket. Cultures were negative.

Manufacturer narrative:
Corrected information: sex: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.